Event description:
The customer reported "the ventilator alarming vent inop intermittely at start up." The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.